Event description:
It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The electrode was returned in three segment. It was severed approximately 280mm from the terminal end. A visual inspection found the sense a and both high voltage conductors are completely fractured. The setscrew marks were in the correct location on the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. Office testing found high shock impedance readings in all three vectors. There was no noise on the electrograms. Technical services reviewed the device downloaded data. Technical services discussed the data with the clinic. The doctor elected to program the system off and schedule a replacement procedure. There were no additional adverse patient effects. The system remains implanted.